Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that customer experienced hypoglycemia. Customer had emergency and her blood glucose was dropped below 40 mg/dl. Customer was treated with glucagon pen. The insulin pump will not returned for analysis.